Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the pump came out of storage mode, the time and date were incorrect, cause was unknown. In addition, it was reported that a button alarm occurred. Customer alleged that nothing was holding the button down nor was it stuck. Alarm cleared itself. Customer continued using the pump for insulin therapy. Customer's blood glucose level ranged from 120-130 mg/dl.